Manufacturer narrative:
The evaluation and repair of the device has been completed. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
The customer reported that the 840 ventilator alarmed and stopped cycling while in use on a patient. There was no patient harmed as a result of the event. The patient was placed on another ventilator.